Manufacturer narrative:
The event occurred in (B)(6). Patient date of birth - case indicates patient year of birth is 1931. No month or date given.

Event description:
The patient was admitted into the emergency room with a heart attack. The patient was not responsive at this time. Reporter stated that patient received the following results on the inform system compared to lab results within 7 minutes: 114 mg/dl (inform meter) and 8 mg/dl (lab). It was also noted that "within the same timeframe" the inform meter also produced results of 282 mg/dl and 97 mg/dl. No treatment is reported in the case. The patient is bedridden in the hospital. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.